Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower cubie was not opening. The customer reported there was an issue occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h device eval by manufacturer and usage of device. This supplemental MDR was submitted to reflect the correct device eval by manufacturer and usage of device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower cubie was not opening. The customer reported there was an issue occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was not opening while trying to issue the medications. The technical support specialist (tss) contacted the customer and verified that the customer was not in front of the machine and said user would call back when they could be. The tss did not receive any call back from the customer and updated for case closure.

Event description:
It was reported that when using the bd pyxis¿ medbank tower cubie was not opening. The customer reported there was an issue occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.